Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the approximate width of compressed vessel? The width of the left renal artery was 6.2 mm, measured on a preoperative CT-scan. The renal artery was completely dissected before compressed. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? The entire width of the renal artery was proximal to the cut line and the vessel was disected with no extaneus tissue within the jaws. Does the surgeon routinely wait 15 seconds prior to firing? The wait after the instrument was closed until firing was aproximately 8 seconds. This is the usual time I wait in a case like this with a completely disected artery in a young donor with no signs of artherosclerosis. Were there any staple formation issues noted? No did the patient require a blood transfusion? There was a total of 3 litres of blood in the abdomen at the reoperation and the patient required 5 units of blood and 4 units of plasma. He was circulatory stable throughout the process. What was the pre and postoperative anti-coagulant and pain management protocol? The patient was given 5000 iu of lmwh in the evening the day before surgery according to our standard practice. The patient was given our standard pain management protocol which includes oxycontin, acetaminophen and ketorolac. What is the current patient status? I saw the patient yesterday in our outpatient clinic and he was doing fine and recovers as expected. I have used the pvs stapler in probably 200 patients since it was introduced in sweden about 5 years ago. I consider myself as a highly experienced laparoscopic surgeon and I have never experienced any previous problems with the instrument.

Event description:
It was reported that on a living donor procedure. They used a pve35a first on the artery, and after that on the vein. Everything looked very good, it was dry and the procedure was completed at 12 noon. At 6 pm the patient was very ill, and taken to or for re-operation. The patient had about 3 litres of blood in the abdomen and the staples on the artery had loosen. The bleeding stopped by sewing the artery. The patient, a living donor, had this nephrectomy without any problems. They used pve35a first on the artery, and then on the vein. They had very good visual sight and well exposed vessels, and no abnormalities. This surgeon is very well trained on the device and has used it for transplantation procedures for many years. They took out the kidney through an incision, and went back in with laparoscopically to have a check, and everything looked good, no bleeding and dry. Post operatively after 2.5 h the patient started to have pain in left shoulder, and the surgeon on primary duty had a look at the patient. Bp 70/ heartrate 70 and severe pain. Hb from 152 to 125. CT shown bleeding from the kidney artery. At 6 pm the patient was transported to or, and after making a midline incision, they found 3 liters of blood in the abdomen. The surgeon, the same surgeon who had operated the patient in the morning, and he managed to orient to the artery and hand-sew the artery. He could see staples on the artery, but there was bleeding in between staples, like there had been some loosen from the staple line? It was from to from two different places in the staple row, not total rupture of the staple line. The patient is stable now and is fine.